Event description:
This 45-yr-old female with a history of rheumatic heart disease and mitral and aortic valve replacements in 1987 presented with progressive symptoms consistent with mitral stenosis. Studies showed the mitral valve was malfunctioning, opening only 30% and there appeared to be a thrombus in the left ventricular outflow track. During surgery, it was determined there was significant pannus around the circumference of the mitral valve with a moderate amount of thrombus impeding the disc mechanism along the minor orifice. As the device was implanted at another facility, this reporting user facility doesn't have the specifics of the valve or the MFR.